Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced leakage issue at the site due to stress or pull on the infusion set tubing on 30-sep-2025. No further information is available.